Event description:
It was reported the epiq cvxi ultrasound system displayed an error during use and then when the user attempted to switch probes, the system shut off. Multiple attempts were made for additional information; however, they were unsuccessful. Out of an abundance of caution, this event will be reported. There was no harm associated with this event. The service engineer evaluated the equipment and replaced the x8-2t transducer to resolve the issue. The probe caused an error when connected to the system. Philips has started an investigation for this complaint. 3019216-2023-00174 MFR report number for initial.

Manufacturer narrative:
It was previously reported out of an abundance of caution, the epiq ultrasound system displayed an error during use and then when the user attempted to switch probes, the system shut off during an unknown procedure. However, additional information was received that reported the exam was diagnostic and the patient¿s condition was not critical. The system was being used in the ultrasound exam room. Therefore, this event is not likely to cause or contribute to a serious injury if it were to reoccur.

Event description:
It was reported the epiq cvxi ultrasound system displayed an error during use and then when the user attempted to switch probes, the system shut off. Multiple attempts were made for additional information; however, they were unsuccessful. Out of an abundance of caution, this event will be reported. There was no harm associated with this event. The service engineer evaluated the equipment and replaced the x8-2t transducer to resolve the issue. The probe caused an error when connected to the system. Philips has started an investigation for this complaint.